Event description:
Reporter indicated a vns patient underwent a vns therapy system replacement surgery in 2005. The reason for the surgery was unknown at the time of the initial report. Follow up information received indicates high impedance readings were obtained in 2005. The exact date of the patient's explant surgery remains unknown, however, it based on this new information, the patient's lead was most likely explanted due to a high impedance reading. The explanted products were discarded; therefore, product analysis will not be performed. Good faith attempts to obtain addition information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.